Event description:
The customer reported the system displayed several error messages including a communication failure error message. This error message will most likely result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation,. The ups (uninterruptible power supply) was replaced. The system was then found to be operating as intended.